Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter lacked lubricity. There were several attempts made to insert the catheter. However, once the catheter was inserted, it was difficult to remove due to the lack of lubricity. As a result, the patient allegedly experienced self-limited bleeding. No medical intervention was required and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lacked lubricity. There were several attempts made to insert the catheter. However, once the catheter was inserted, it was difficult to remove due to the lack of lubricity. As a result, the patient allegedly experienced self-limited bleeding. No medical intervention was required and no patient injury was reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. ¿ wash your hands thoroughly with soap and water. ¿ release the sterile water from the foil packet. ¿ tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter lacked lubricity. There were several attempts made to insert the catheter. However, once the catheter was inserted, it was difficult to remove due to the lack of lubricity. As a result, the patient allegedly experienced self-limited bleeding. No medical intervention was required and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter lacked lubricity. There were several attempts made to insert the catheter. However, once the catheter was inserted, it was difficult to remove due to the lack of lubricity. As a result, the patient allegedly experienced self-limited bleeding. No medical intervention was required and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter lacked lubricity. There were several attempts made to insert the catheter. However, once the catheter was inserted, it was difficult to remove due to the lack of lubricity. As a result, the patient allegedly experienced self-limited bleeding. No medical intervention was required and no patient injury was reported.